Event description:
Patient experienced chronic inflammation. It was confirmed that the surgery was on the left knee and there were two revision surgeries for ganuloma. Original surgery was performed in 2007. There were two calaxo screws with the same lot number used in the procedure.

Manufacturer narrative:
Product recall initiated august 21, 2007.